Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and two shocks from the device. It was noted that the atp and shocks may have been inappropriate due to rapid ventricular response. The shocks showed shock impedance measurements of greater than 150 ohms. Additionally, the out of range shock impedances had also been observed during the last office interrogation. No adverse patient effects were reported. The device remains in service.this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.additional information was received which reported that the patient with this ICD received a shock from the device, and the device recorded a code 1005, indicating an open circuit was detected during shock delivery. Technical services (ts) discussed evaluating the device and lead system. No adverse patient effects were reported. The device remains in service.additional information was received which reported that no further troubleshooting had been performed. This ICD was programmed off and the patient was given a life vest, then this device system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and two shocks from the device. It was noted that the atp and shocks may have been inappropriate due to rapid ventricular response. The shocks showed shock impedance measurements of greater than 150 ohms. Additionally, the out of range shock impedances had also been observed during the last office interrogation. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the patient with this ICD received a shock from the device, and the device recorded a code 1005, indicating an open circuit was detected during shock delivery. Technical services (ts) discussed evaluating the device and lead system. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that no further troubleshooting had been performed. This ICD was programmed off and the patient was given a life vest, then this device system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and two shocks from the device. It was noted that the atp and shocks may have been inappropriate due to rapid ventricular response. The shocks showed shock impedance measurements of greater than 150 ohms. Additionally, the out of range shock impedances had also been observed during the last office interrogation. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the patient with this ICD received a shock from the device, and the device recorded a code 1005, indicating an open circuit was detected during shock delivery. Technical services (ts) discussed evaluating the device and lead system. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and two shocks from the device. It was noted that the atp and shocks may have been inappropriate due to rapid ventricular response. The shocks showed shock impedance measurements of greater than 150 ohms. Additionally, the out of range shock impedances had also been observed during the last office interrogation. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and two shocks from the device. It was noted that the atp and shocks may have been inappropriate due to rapid ventricular response. The shocks showed shock impedance measurements of greater than 150 ohms. Additionally, the out of range shock impedances had also been observed during the last office interrogation. No adverse patient effects were reported. The device remains in service.